Event description:
Info was received that reported a pt had been hospitalized in 2005 due to diabetic ketoacidosis. The reporter stated that the tubing of the administration set was kinked, but the pump did not give any blockage alerts. At the time of admission the pt's blood glucose was greater the 500mg/dl. It was reported that the pt awoke with a blood glucose of 385mg/dl, the pump was bolused and within a half hour the pt's blood glucose was 425mg/dl. At that time the pt was taken to the hosp where she was admitted in dka and placed on an insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.